Event description:
As reported, the cordis 10mm 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured before reaching burst pressure during dilation. The balloon was withdrawn and replaced with a new one. Procedure completed successfully without injury to the patient. This occurred during treatment of an iliac vein compression. The product was stored and prepped according to the instructions for use (IFU). There were no difficulties noted during removal from the hoop, protective balloon cover, or sterile components. No kinks or damage were observed prior to use, and the device maintained negative pressure during preparation. The procedure targeted an iliac vein stenosis with 80% narrowing, mild vessel tortuosity, and no calcification. The device was not used for a chronic total occlusion (cto). There were no issues with resistance during insertion, advancement, or lesion crossing, and the catheter was not in an acute bend or kinked during use. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the cordis 10mm 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured before reaching burst pressure during dilation. The balloon was withdrawn and replaced with a new one. Procedure completed successfully without injury to the patient. This occurred during treatment of an iliac vein compression. The product was stored and prepped according to the instructions for use (IFU). There were no difficulties noted during removal from the hoop, protective balloon cover, or sterile components. No kinks or damage were observed prior to use, and the device maintained negative pressure during preparation. The procedure targeted an iliac vein stenosis with 80% narrowing, mild vessel tortuosity, and no calcification. The device was not used for a chronic total occlusion (cto). There were no issues with resistance during insertion, advancement, or lesion crossing, and the catheter was not in an acute bend or kinked during use. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation. A non-sterile unit of powerflex pro 10mm × 8cm 135 was received for analysis, coiled inside a clear plastic bag. The device was unpacked, and a visual inspection was performed. Examination revealed an axial burst on the balloon, with no additional notable findings. Functional testing was not performed due to the device¿s damaged condition upon receipt. Inspection of the balloon under a vision system confirmed the axial burst and identified elongations and secondary scratch marks near the damaged border. This type of damage is typically consistent with interaction between the balloon material and a sharp object or other form of mechanical insult. The observed scratch marks and elongations suggest that the same external factor likely contributed to the balloon rupture. The pattern of damage indicates that the material near the burst region was affected by a sharp object originating outside the device. Based on the visual findings and the clinical details, the reported ¿balloon burst at/below rbp¿ is most consistent with external mechanical damage sustained prior to or during device preparation; however, the exact cause cannot be conclusively determined. The axial tear, along with the clearly defined scratches and elongations adjacent to the failure site, indicates contact with a sharp or abrasive external surface that compromised the balloon material. These combined factors strongly support the conclusion that the balloon material was weakened by an external sharp object before inflation, predisposing it to rupture below rated burst pressure during the procedure, although a definitive root cause cannot be established. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the cordis 10mm 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured before reaching burst pressure during dilation. The balloon was withdrawn and replaced with a new one. Procedure completed successfully without injury to the patient. This occurred during treatment of an iliac vein compression. The product was stored and prepped according to the instructions for use (IFU). There were no difficulties noted during removal from the hoop, protective balloon cover, or sterile components. No kinks or damage were observed prior to use, and the device maintained negative pressure during preparation. The procedure targeted an iliac vein stenosis with 80% narrowing, mild vessel tortuosity, and no calcification. The device was not used for a chronic total occlusion (cto). There were no issues with resistance during insertion, advancement, or lesion crossing, and the catheter was not in an acute bend or kinked during use. The contrast-to-saline ratio used was 50:50. The device will be returned for evaluation.